Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump is within operating currents in specification, no unexpected failed battery or battery out limit. Numbers do not tramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lce window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. 859

Event description:
Customer reported a keypad anomaly. The customer stated the numbers on their keypad was scrolling. She also reported a battery out limit alarm and battery failed alarm occurred. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.